Manufacturer narrative:
This device is classified as import for export, therefore 510k is not applicable. Similar model ec38-i10l-us is available in the USA with a 510k number k131855. (B)(4). If additional information becomes available, a supplemental report will be filed with the new information.

Event description:
Pentax medical was made aware of an event which occurred in the pai region involving pentax video scope ec38-i10l. In the event reported, it was stated that there was no suction. The timing of this anomaly was in the procedure room before use. There was no adverse event reported with this complaint. The device was returned to pentax medical service facility on service order (B)(4) where it was evaluated, and the user narrative was confirmed. Inspection findings are as follows: suction tube resistance; failed dry leak test; bending rubber glue cracking at insertion tube side; bending rubber glue cracking at distal side; failed wet leak test; leak at # 1 remote control button cover; air/ water nozzle glue worn; customer complaint confirmed. The device was repaired and returned to the user on delivery note (B)(4). Parts to be replaced: o-rings and seals; ending rubber; suction channel lg; remote control button (1) a review of the service history indicates the device is routinely serviced at a pentax service facility. No other information provided.